Event description:
It was reported that the customer was hospitalized due to a diabetic coma, with a blood glucose of 45 mg/dl. The customer's mother stated that prior to the event, the insulin pump had delivered insulin when the customer was sleeping and that the customer had been struggling with continuous low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.